Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As the device was not returned, we are unable to determine a root cause for the reported failure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The reported issue was resolved with troubleshooting. The cause of the reported issue cannot be determined at this time, if additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer was unable to view the picture in picture (pip) image from the monitor as only a black box was visible. The customer was advised by technical assistance to turn off the pip on the monitor, press the pip/picture outside of picture (pop) on button on the keyboard of the processor and to press the pip/pop input select button on the keyboard which resolved the issue. No additional information is available.